Manufacturer narrative:
The citadel plus instruction for use (IFU 831.374) indicates to carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.) Weekly. If the result of any of these actions is unsatisfactory, arjo or qualified service personnel should be contacted. The process of gathering and analysing the data in ongoind to establish the root cause of the reported event.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the bed's frame was bent and won't go up. Due to that the patient was slanted in the bed, side rail won't come up, and the mattress didn't fit. An inspection carried out by an arjo representative, revealed that the screw securing the hinge to the frame was missing. This contributed to the hinge becoming detached from the frame. The problem occurred while the patient was using the bed. No injuries were reported.

Manufacturer narrative:
Apart from the hinge becoming detached from the frame, the backrest of the bed collapsed, and the backrest damper broke. A review of post-market surveillance data identified several potential causes of the reported damage. One possibility is that the backrest was raised while obstructed, although this could not be confirmed because the customer stated the bed arrived already damaged. Another potential cause is that the hinge screw may have been missing for some time prior to the reported event and remained unnoticed. However, the bed passed quality control checks the day before delivery, including verification of the backrest¿s proper operation. A further scenario is that the screw detached during transport, but this is considered unlikely, as arjo staff are trained in securing equipment, and the service technician confirmed that the bed functioned normally during loading, unloading, and setup. To sum up, it is unknown when exactly the screw became missing, and due to the contradictory information, the exact root cause of the malfunction could not be determined. The citadel plus instruction for use (IFU 831.374 rev 14) states: "operate with caution in crowded hallways, elevators and rooms." "Use slow speed when moving bed around corners and through elevators and rooms." Moreover, the IFU indicates to carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.) Weekly. If the malfunction is identified, arjo or qualified service personnel should be contacted. Arjo device failed to meet its performance specification since one of the hinges disconnected, backrest dumper broke and the backrest section collapsed. This complaint is deemed reportable due to the backrest hinge detachment during use of the bed with the patient. No injury occurred as an outcome of the claimed malfunction.